Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. During review, the physician was unable to obtain a capture threshold for the patient's atrial lead. The patient was asymptomatic. No further information was reported.